Event description:
It was reported that a posey bed canopy home model 8040 zipper won't close properly. No specific location of zipper provided. No pt injury reported.

Manufacturer narrative:
(Other) - zipper won't close properly. Evaluation results: (other) - the large windows zipper slider body is open. Conclusions: no conclusion can be drawn.